Event description:
On (B)(6) 2014, this patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. On (B)(6) 2022, follow-up computed tomography angiography cta reported the maximum diameter of the aortic aneurysm measured 123mm. On (B)(6) 2022, follow-up computed tomography angiography cta reported the maximum diameter of the aortic aneurysm measured 123mm. On (B)(6) 2022, the patient underwent interventional radiology embolization. The patient tolerated the procedure. On (B)(6) 2022, follow-up computed tomography angiography cta reported the maximum diameter of the aortic aneurysm measured 114mm. On (B)(6) 2022, the patient underwent interventional radiology embolization and a thrombin injection into the aneurysm sac. The location of the type ii endoleak within the aneurysmal sac was determined based on the last CT scan. This location was identified on a dyna CT. We used the I-guide sytem to advance the chiba needle precisely into that location. Once in place, a neph set was put in place under fluoroscopic guidance. We probed with the catheter and wire until we identified a " blood channel" once there, an angiogram was performed. Blood dripped through the catheter. This demonstrated opacification of what appears to be the ilio-lumbar vessel. The microcatheter was advanced as closed to the vessel as possible and multiple platinum coils were deployed near it and on the way back into the tract. Intermittent injection of thrombin were also done. Once we could not deposited any further coil material into the aneurysmal sac, the tract of the sheath was also coiled embolized and a mixture of thrombin and gel foam was injected. A much slower drip of diluted blood was seen in the catheter hub. Manual compression for 10 min. The physician reports type ii endoleaks from multiple sets. I do think the largest one can be traced back to the right lateral circumflex branch off the common femoral¿ & ¿I do think the source is the multiple type iis from the lumbars.¿ the patient tolerated the procedure.

Manufacturer narrative:
Patient medical history includes but is not limited to: hypertension, tobacco use, renal insufficiency. The instructions for use (IFU) for the gore® excluder® conformable aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis or delivery system: incomplete component deployment: endoleak, embolization (micro and macro) with transient or permanent ischemia. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.